Manufacturer narrative:
The returned sensor was evaluated. Visual inspection observed no physical damage. Eeprom content verification did not identify any issues and the sensor passed continuity testing. The sensor was found to be functioning as designed. The customer complaint was not duplicated., corrected data: field changed from "blank" to "(B)(6) 2017".

Manufacturer narrative:
Product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported this will only read intermittently. Customer has already used other cables, but with same result. No patient impact or consequences were reported.